Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that several ventricular noise episodes were observed since (B)(6) 2021 with some possible inhibition of pacing. Other lead trends looked stable.